Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02889 and 1825034-2012-00204 / 00205). The later revision procedure on (B)(6) 2010 was reported on medwatch numbers 1825034-2012-00206 / 00207.

Event description:
Legal complaint received alleging that on (B)(6) 2008, patient underwent right total hip arthroplasty. Patient allegedly experienced rashes, eosinophilia, elevated serum chromium levels. CT scan allegedly revealed soft tissue pseudotumor, with diagnosis of aseptic lymphocytic vasculitis (alval). Subsequently, patient underwent revision on (B)(6) 2010. The head, cup, and taper were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.